Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented for device upgrade procedure, the pre-procedure device interrogation revealed multiple episodes of noise on the right ventricular(rv) lead. The noise was previously noted and was programmed as per the note available into the device prior to upgrade procedure. As the patient was pacemaker dependent, the physician elected to implant new rv lead. The old rv lead was capped and replaced on (B)(6) 2019. The patient did not experience any adverse consequences.